Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test and prime test. However, the pump was received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Motor position encoder error alarm confirmed in history file. The drive support disk was inspected and no anomaly was noted. The pump was received with scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
It was reported of a motor error and motor position encoder error from the insulin pump. The customer's blood glucose reading was 100 mg/dl. The customer stated that they were able to rewind the pump. The customer stated that the pump was not exposed to high magnetic field. The customer mentioned that the drive support cap was not damaged. The customer will be sent a replacement pump.